Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information receive indicates that it is unsure if the ipg was set into MRI mode prior to the MRI scan. Reportedly, the device is working fine.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced shocking sensations during a MRI scan. As such, the patient was removed from the scanner. Reportedly, the ipg was set into MRI mode prior to the MRI scan. After the scan.